Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically and won't power off unless the pad-pak is removed. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was dispatched on (B)(6) 2005 and appeared to operate successfully until the complaint on (B)(6) 2011. The device was disassembled and it was noticed that a component c161 capacitor had become partially detached from the printed circuit board, affecting the on/off circuitry. It is likely the component became loose after years of excessive pressure being applied to the on/off switch. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.